Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown. The customer stated that the a broken force sensor was detected during seating or regular delivery during basal and were unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case behind the pump at the battery compartment, cracked battery tube threads and a critical pump error alarm due to moisture damage on the electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery or perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.